Manufacturer narrative:
One 8f ultimum introducer sheath was received for evaluation. The dilator and guidewire assembly were also received. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During the percutaneous transluminal coronary angioplasty procedure, an air leak and a blood leak was noted. The introducer was replaced with no adverse consequences to the patient. The sheath was used for the puncture and blood-return was confirmed. When the side port with the three-way stopcock was used, there was air leakage noted from it and blood bleeding from the hub. The introducer was replaced to complete the procedure. Patient's condition was stable.

Manufacturer narrative:
Corrected information: b5, d3, d4, g1, g3, h2.

Event description:
Follow up report needed to include corrected device manufacturer information.